Event description:
It was reported that during the embolization of an aneurysm, the coil stretched and broke during deployment. The proximal end of the coil was removed through the microcatheter along with the delivery pusher. The distal portion of the coil remained in the aneurysm with a portion in the left mca m1-m2. The coil partially occluded the vessel. No attempt was made to retrieve the coil as it was the forth coil deployed. Reopro was administered. On (B)(6) 2012, the pt was reported to have a small language deficit. On (B)(6) 2012, the pt was reported to be doing well. However, still had a small language deficit.

Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample has not been performed as the device has not been returned to date. The device is said to be available for return. The root cause of this complaint cannot be determined at this time. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.